Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown unk - screw locking/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that one of the reported screws at the medial proximal side broke in removal surgery on (B)(6) 2015. The screw broke at the screw head. The initial implant date was (B)(6) 2014. All the implants were successfully removed. No delay in the surgery was reported. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report of 2 of 2 for (B)(4).

Manufacturer narrative:
Product investigation summary for article 413.365s with lot 8719433: the screw is broken off between the screw head and the threaded shaft. The manufacturing review has shown that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of the breakage. Based on the available information, it is likely that too strong mechanical loadings caused the breakage. The broken off screw was produced in a quantity of 120 pieces on november 2013 and was distributed worldwide. No product fault could be detected a visual inspection confirmed that only one screw is broken off between the threaded shaft and the screw head. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.